Manufacturer narrative:
Of the 104 allegations of a malfunction, 67 pumps were returned to animas and investigated. Of the investigated pumps, 61 were found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated complaints, there were 22 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 104</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-78 years of age and between 28 and 286 pounds. Of the reported patients, 44 were male, 45 were female, and 2 were unknown.

Manufacturer narrative:
In quarter 4 of 2018, there were 15 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.